Manufacturer narrative:
Patient 1,2: date of birth - (B)(6); female; (B)(6). This medwatch report is for the suspect device used in the coaguchek s system (lot number 955a, expiration date 02/29/2012). Reference medwatch report (B)(6) for the suspect device used in coaguchek xs system.

Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1.9 inr/2.4 inr; 1.9 inr/2.5 inr; 1.6 inr/2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.